Event description:
User did not have cap secure on container of device prior to shaking. Device splashed out and into eyes. No eye protection in use at time of injury. User did have soft contacts on. User was on her way to see eye dr for treatment if necessary. Eyes were flushed with water for 15 minutes before going to see eye dr.